Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. During the monthly test, error 20c occurred and was also identified during log review. The root cause of the firmware corruption could not be determined. The firmware was reinstalled, and a subsequent monthly test completed with no errors. Reinstalling the firmware resolved the issue. No emerging trend based on similar reports.